Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 43 due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose value was 272 mg/dl. The customer was assisted with troubleshooting and reported that they were unable to clear and able to rewind the insulin pump. Error was recurred and displacement test was not able to run. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.